Event description:
Unit was explanted due to a report of pacing in magnet mode without magnet applied. The device had exceeded its projected longevity. No further injury or complications associated with the event.